Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review; section h6: investigation findings: 4248 - usage problem identified. Manufacture¿s investigation conclusion: the reported event of the patient having both power cables of the controller being disconnected from external power was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned; however, a log file was submitted for analysis. The submitted event log file data spanning approximately 29 minutes on (B)(6) 2023 (8:41:03 ¿ 9:09:38 per timestamps). It should be noted that the reported event date was not captured within the timestamp of the log file due to several pi events active which overwrote events from the reported event date. The log file did not capture any notable atypical events active in the log file. The submitted periodic log file data spanning approximately 127.5 days ((B)(6)2023 per timestamps). There were no notable atypical alarms active in the log file. The log file captured 2 events on the date of the reported event ((B)(6) 2023 at 8:38:27 and 20:38:21). The backup battery use count remained at 16 throughout the log file indicating that the controller never lost all external power. The controller and pump appeared to be functioning as intended. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down with their batteries disconnected and their left ventricular assist device (lvad) alarming; the cause was unclear. The patient was admitted on (B)(6) 2023 with a stroke. A computed tomography (CT) scan was performed but the results were unavailable. The patient's international normalized ration (inr) was within range at 2.0-3.0 at the time of the event. Log files were sent for review to see if there were any power disconnects due to the unknown reason of the patient's batteries being disconnected. The log files noted persistent pulsatility index events. As of (B)(6) 2023, the patient was intubated and sedated.

Manufacturer narrative:
Related MFR # 2916596-2023-03223 covers the patient's stroke. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.